Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The redundant power tray assembly was analyzed and found in the system logs, the error 86 was found indicating an intuitive surgical core power distribution (ipd) error, confirming the event happened in the field. Upon visual inspection there were no issues found that would be related to customer issue. The unit was tested offline using a multimeter, where the voltage monitor was used to confirm the unit had appropriate voltage output. The unit was then installed on a golden system, where it successfully programed and power cycled 10 times. The board adc voltage panel ran, showing both power supplies were within specification. The complaint regarding non-recoverable fault was confirmed by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to power distribution board faults resulted from a transient redundant power tray assembly electrical issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the redundant power tray assembly to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a non-recoverable fault occurred. Error 86 was observed in the system logs against the vision side cart (vsc). The intuitive tech support engineer (tse) walked the caller through a hard power cycle of the vsc, with no change. The caller swapped vscs to perform the case. There were no reports of patient involvement.